Manufacturer narrative:
H3: product analysis # (B)(4): part # 5584111, lot # rs12a025, visually confirmed approximately 2mm of instrument tip has broken. Optical examination of the fracture surface at the base of the driver tip revealed a fairly flat fracture surface and circular material displacement. This type of damage is consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility via a medtronic representative regarding drivers. It was reported that instruments was broken and the device has come apart. The item at the facility was found in a box of broken instruments and product had been used several times prior to this event. There was no patient involved in this event. There were no further complications that were reported.